Manufacturer narrative:
Method: the actual product involved with the incident reported will not be returned. Results/conclusions: the actual product involved with the incident reported will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased during the past year for this item. Eight (8) device history records were reviewed. There were no non conformance issued for these lots nor suture component lots. Dehiscence is a known risk with any suture material. Reference: -complaint #(B)(4). (Ethicon's complaint# (B)(4)). Item #(B)(4) stratafix spiral pdo knotless tissue control device. CT-1 0 pdo 30cm, lot: unk.

Event description:
It was reported that, same-day post-operatively from a hysterectomy, the patient returned to the hospital with wound dehiscence and a vaginal cuff revision was performed. Ref. Pr complaint #(B)(4).